Manufacturer narrative:
The device was not returned for evaluation and there were no pictures of the device to confirm the brittleness of the device. A device history record review was performed on the device lot and no abnormalities were noted. An investigation was completed by the original equipment manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported that the uropass access sheath broke off during ureteroscopy. The inside of the sheath was very brittle and almost dried out. A scan was performed and no fragments could be seen in the patient. Therefore, the doctor concluded that the broken piece did not remain in the body. There was no patient injury or adverse outcome to the patient reported.